Event description:
It was reported that at 213,251 joules while using the surgical fiber during the prostate procedure, the system continued to revert to standby mode. Additionally, the physician reported imaging issues using the blue filter and switch to a gold filter. The procedure was completed using a second surgical fiber. Patient outcome: "no injury" reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char and melting around the output area; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.